Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 26-jun-2009, UDI #: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 02-apr-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 500) and clonidine (300 mcg at 75 mcg) via an implantable infusion pump. It was reported that the patient was experiencing rebound spasticity. A side port study was performed and surgery was performed to replace the non-working catheter and pump. During surgery a tear in the catheter in the pump pocket and in the back was found. The catheter was taken out and replaced. The pump was also replaced due to nearing elective replacement indicator. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. The explanted device would not be returned for analysis due to be discarded by the customer. No further complications have been reported as a result of this event.